Event description:
Additional information received reported that the patient was doing fine after the replacement.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that there was loss of stimulation/therapeutic effect and that the stimulation was in the wrong location. The patient was unable to adjust stimulation. The patient fell again one week prior to the report and the stimulation had changed and it was not possible to get it back. She got left waist and left foot twitching on electrodes 0-7 and right waist stimulation on electrodes 8-15. Patient status at time of this report was alive with no injury. Patient symptoms or complications associated with this event were pain and less than 50% therapy relief at the lead location. It was reported that the surgeon planned to remove and replace the leads and the ins (implantable neurostimulator) with surescan on (B)(6) 2013, about one month after the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.